Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2001: implant of a composix kugel hernia patch for right lower quadrant incisional hernia. On (B)(6) 2006: removal of the composix kugel hernia patch due ot multiple recurrent and non-reducible abdominal incisional hernias with extensive lysis of adhesions of the bowel to the mesh. On (B)(6) 2006 and (B)(6) 2007: post-op visits. Pt healing well with no sign of infection, recurrence and seroma.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt is a smoker with moderate obesity and has undergone multiple prior abdominal surgeries. The medical records provided indicated that the pt underwent repair of an incisional hernia with a composix kugel in (B)(6) 2001. Approx five years later, the pt developed a recurrent hernia, underwent explant of the composix kugel patch, extensive lysis of adhesions. The medical records indicate that the pt was treated for adhesions and a recurrence, both of which are known possible adverse reactions listed in the IFU. A lot number was not provided therefore a mfg review is not possible. Additionally, no sample was returned for eval. With the current available info, no conclusion can be drawn.